Manufacturer narrative:
Conclusion: bed to be repaired locally.

Event description:
It was reported by the technician that the wheels were damaged due to the movement of the bed on uneven surfaces. No pt involvement or adverse consequences were reported.